Manufacturer narrative:
Additional information received from the physician: in the same day of the procedure physician had performed a primary cesarean section and a novasure procedure. Physician denied participating in any activity that could have been related to particles in her eye. The particle that was removed from her eye was not available nor pictures. No damage to the novasure reported when inspecting it.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2025, one of the senior physicians was not wearing glasses during the procedure and noticed the next day that there was a metallic particle in her eye. After an ophthalmologist visit, the gold colored particle was removed from the eye. There was slight inflammation and was prescribed a local antibiotic. It was reported that nothing was noticed during surgery. The origin of the particle is unknown. No other information is available.